Manufacturer narrative:
The patient was discharged home and continues on lvad support with no further issues reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing numerous speed drops below the low speed set limit and that a kink was noted in the drive line. The log file was reviewed and confirmed the speed drops which appear to have occurred while connected to the power module. A driveline evaluation confirmed tactilely an abnormality approximately halfway between the distal end bend relief and the driveline exit site. Manipulation of the driveline failed to reproduce any speed drops below the low speed limit. X-rays of driveline contain some shield separation at the kinked driveline location.